Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband stated, that the customer was hospitalized with a low blood glucose reading of 31 mg/dl. The husband also stated, that the customer got a motor error alarm, prior to the hospitalization. The insulin pump had also been exposed to an MRI in the morning, prior to the hospitalization. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.